Event description:
New information received notes that the failure to capture exhibited by the right ventricular (rv) was noted during an in-clinic follow-up. The lead also exhibited high capture thresholds. X-ray imaging was performed and revealed a micro-dislodgement of the rv lead. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture. No intervention was performed. There were no patient consequences.